Event description:
It was reported the pt experiences discomfort at the ipg site when stimulation is on. The discomfort subsides when stimulation is deactivated. The pt may follow-up with an sjm rep about his status.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.